Event description:
The physician was performing a lysis case. He inserted the neuron 053 through a 6f cook ansel sheath over a terumo 035 stiff shaft glide wire. The physician had the neuron 053 over the aortic arch and as he was removing the catheter, the distal tip separated. The inner coiling allowed him to remove the catheter with no patient injury. The physician then replaced the damaged neuron and completed the procedure.

Manufacturer narrative:
Technical evaluation: the unit was returned in two pieces. The distal segment measured 18.5cm in length and had a crimp in the distal tip at the marker band. There was also an ovalization between 8.0 and 8.5cm from the tip. The second section measured 86.0cm from the marker band to the end of the broken catheter. When a 0.053" mandrel was introduced into the hub end of the catheter, a blockage was encountered about 22.0cm into the catheter. After forcing the mandrel further into the catheter, there was a yielding and out of the broken end of the catheter came a small hard particle. This was identified visually by the engineering staff as dried contrast medium. The incident was confirmed as reported. It is unclear from the incident report if the break occurred outside or inside the patient. Almost none of the internal winding of the catheter is unwound. Based on the measurements of the broken pieces, the unit returned was either a pnd6f10512 or a pnd6f10512m. The shape of the tip cannot be determined and the lot number is unavailable.